Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation the ultrasonic connector was cleaned and did not produce any ultrasound errors. Upon further inspection, it was observed that there was a gap in the adhesive between the acoustic lens and the ultrasound probe. Additionally, it was observed that the acoustic rubber was missing or chipped. These findings were due to chemical or physical stress. It was also observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was observed that water tightness was lost due to a pinhole in the channel tube. It was also observed that the insulation resistance value at the distal end did not meet the standard value due to a crack on the bending section cover. Also, a crack was observed on the light guide lens and on the adhesive of the bending section cover. It was observed that the adhesive around the light guide lens had wear. It was also observed that the connecting tube and the universal cord had buckling. It was also observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope ¿gives a lot of interference.¿ there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap in the adhesive on the acoustic lens and the lens itself was chipped which, are both reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed gap between the acoustic lens the ultrasonic probe, as well as the chips on the acoustic lens could not be definitively determined, however, it is probable the issue was the result customer handling. The event can be prevented by following the instructions for use which state: ¿warnings and cautions:¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.